Event description:
It was reported that the device was observed with non-physiological sensing. Oversensing was noted with 41 short v-v intervals. The device remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5034 implantable pacing lead (B)(6) 1998.